Event description:
Boston scientific (bsc) crm received information that this caller was following a pacemaker that was programmed to aair mode and was pacing at 40ppm. The patient had elevated ventricular thresholds and the physician wanted the bsc representative to program it accordingly in dddr mode. However, the caller was inquiring as to why the device would pace at 40ppm when the lower rate limit (lrl) is 60ppm and hysteresis and search hysteresis is not on.

Manufacturer narrative:
A bsc crm technical services (ts) consultant discussed potential oversensing. The bsc representative stated that p-waves are solid at 1.7mv and sensitivity is 0.75mv. The consultant inquired about seeing strips and the rn then advised the bsc representative that they saw pacing spikes in the atrium, no capture and the patient's intrinsic coming in around 30bpm. The consultant then advised its a loss of capture (loc) issue and they will be faxing in the strips for review. The bsc representative then called back and informed ts to disregard the faxed in data due to an unknown reason. Attempts to obtain additional event details were unsuccessful. No other adverse events have been reported. This event will be re-evaluated if additional information is received. The device was explanted for normal battery depletion and returned for routine testing in march 2011. Visual inspection was unremarkable for any device anomalies. Detailed analysis confirmed normal pacing and sensing. Additionally, the device passed all manual electrical measurements. The device meets normal battery depletion profile. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.